Event description:
It was reported that the surgeon attempted to insert an aq2017v silicone three-piece lens but one haptic tore. There was pt contact, but no injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.